Event description:
A home pt's (hp) caregiver contacted baxter's technical service center (tsc) for assistance regarding the notation of fluid under the door of the homechoice machine during the initial drain cycle of the hp's automated peritoneal dialysis therapy. Per initial report, the hp's caregiver suspected that the cassette was leaking. Baxter's tsc assisted the hp's caregiver in ending therapy early. Per the hp's nurse, no pt injury or medical intervention was associated with this incident.